Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system experienced pacing impedance high out of range, and high capture threshold measurements on the right ventricular (rv) lead sense portion. Technical services (ts) was consulted, and no noise was present. Ts explained system should deliver a shock since shock impedance remained normal. No adverse patient effects were reported. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the right ventricular (rv) lead was known to have ring issues and not working but the physician implanted the lead with known issues. Technical services (ts) recommended lead revision. No additional information is available at the moment. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system experienced pacing impedance high out of range, and high capture threshold measurements on the right ventricular (rv) lead sense portion. Technical services (ts) was consulted, and no noise was present. Ts explained system should deliver a shock since shock impedance remained normal. No adverse patient effects were reported. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the right ventricular (rv) lead was known to have ring issues and not working but the physician implanted the lead with known issues. Technical services (ts) recommended lead revision. No additional information is available at the moment. No adverse patient effects were reported. Additional information was received indicating that this device was subsequently explanted. No additional adverse patient effects were reported. This device has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system experienced pacing impedance high out of range, and high capture threshold measurements on the right ventricular (rv) lead sense portion. Technical services (ts) was consulted, and no noise was present. Ts explained system should deliver a shock since shock impedance remained normal. No adverse patient effects were reported. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the right ventricular (rv) lead was known to have ring issues and not working but the physician implanted the lead with known issues. Technical services (ts) recommended lead revision. No additional information is available at the moment. No adverse patient effects were reported. Additional information was received indicating that this device was subsequently explanted. No additional adverse patient effects were reported. This device has been returned.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system experienced pacing impedance high out of range, and high capture threshold measurements on the right ventricular (rv) lead sense portion. Technical services (ts) was consulted, and no noise was present. Ts explained system should deliver a shock since shock impedance remained normal. No adverse patient effects were reported. The device remains in service. No adverse patient effects were reported.